Event description:
The customer reported an incorrect weight change alarm involving the replacement scale. The machine alarmed incorrect weight change shortly after the treatment had begun for this pt. He stated that the scales were not disrupted in any way, there were no kinked lines, no foreign objects were touching the scales and no bags were clamped.